Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote transmission indicated that there was no atrial lead sensing other than some occasional far field r wave oversensing. The physician noted that there had been threshold changes since implant and thought the atrial lead had moved. The lead was repositioned and remains in use. It was further reported that the remote transmission indicated that the device was not running any auto threshold checks and there was no capture management data available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.